Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The type b2 target lesion was located in a calcified right coronary artery. A 3.00x32mm synergy&#10244;rug-eluting stent was selected for use, however, during preparation, it was noticed that the stent was missing on the balloon. Subsequently, another 3.00x32mm synergy&#10244;rug-eluting stent was advanced to treat the lesion. During inflation of the stent delivery system balloon, it was noted that the balloon appeared to be defective. It did not reach to nominal pressure and the stent was left underemployed. An attempt to remove the stent with a snare failed, so the stent was then crushed using several miscellaneous balloon deflations. The patient was placed on live long dual antiplatelet therapy (dapt). The procedure was completed with timi 3 flow without significant stenosis. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08395. It was reported that stent dislodgement outside the patient occurred. The type b2 target lesion was located in a calcified right coronary artery. A 3.00x32mm synergy¿ drug-eluting stent was selected for use, however, during preparation, it was noticed that the stent was missing on the balloon. Subsequently, another 3.00x32mm synergy¿ drug-eluting stent was advanced to treat the lesion. During inflation of the stent delivery system balloon, it was noted that the balloon appeared to be defective. It did not reach to nominal pressure and the stent was left underdeployed. An attempt to remove the stent with a snare failed, so the stent was then crushed using several miscellaneous balloon deflations. The patient was placed on live long dual antiplatelet therapy (dapt). The procedure was completed with timi 3 flow without significant stenosis. No patient complications were reported and the patient's status was stable.